Event description:
It was reported that there was suspected far field r-wave (ffrw) oversensing as well as suspected intermittent undersensing with the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.